Manufacturer narrative:
Correction information for d2 additional information for g4, g7, h2, h10.

Manufacturer narrative:
An event of the disc not deploying and deformation of the device was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a pda closure today there was an issue while attempting to deploy a 8/6 ado, lot 7176834. During the deployment process the retention skirt/disk would not deploy. The ic removed the device to see what was wrong. She said the device looked ok and was mounted appropriately so she placed it in the body again. She experienced the same problem again. When she removed the device a second time it was deformed. There were no patient consequences during either attempt. Another 8/6 ado, lot 7290095, was prepped, delivered and deployed resulting in good pda closure.

Manufacturer narrative:
Additional information for: d10, g7, h2, h6, h10. An event of the disc not deploying and deformation of the device was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.